Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the product has not been returned for analysis. Conclusion: no conclusions can be drawn from the available information. The patient weight was unable to be obtained. (B)(4).

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was implanted deep. Transesophageal echocardiogram (tee) showed mild paravalvular leak (pvl). The interventionalist felt that there was potential the valve would migrate into the ventricle and snared one of the paddles. While the valve was held in place in the annulus by the snare, the snare slipped off the paddle. When the valve was free from the snare, echocardiogram showed the valve had not moved and still exhibited mild pvl. The interventionalist felt that the valve needed the outflow portion pinned to the ascending aorta by placing a second valve in the outflow portion of the first valve. The physician made the decision to cut the leaflets out of the second valve to implant the frame only. The frame-only valve was prepared in standard fashion and after two recaptures, the valve was placed in the outflow portion of the first valve.